Event description:
It was reported that the patient developed a rash due to an allergic reaction to the pulse generator and its leads. The system was explanted on (B)(6) 2014. The patient was seen for a follow-up on (B)(6) 2014 and was in good condition.